Event description:
The customer reported broken pump door assm. There was no patient involvement. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door latch, door harness with bezel assembly, front door, iui right, iui left. A review of the device history record showed the device had a manufacture date of 08/08/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to broken pump door assm of the kit lvp latch assy 8100 a. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported broken pump door assm. There was no patient involvement. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 08/08/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken pump door assm. There was no patient involvement. There was no patient involvement.